Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter name and address: email correction provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a broken proximal femoral nailing system (tfna) nail. The nail broke below the helical blade and there was non-union for six (6) months and delayed healing. Date of original implant was on early 2019. The implants were successfully explanted and the procedure was successfully completed. No allegation with the helical blade, the helical blade was fine. There was no surgical delay. Patient outcome is unknown.  Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1), unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device.